Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy defibrillator (crt-d) had magnetic resonance imaging scan. On post MRI check, the field representative enabled beeper and used a stethoscope but could not hear any tones. Thus, beeper was turned off. There was no further information provided. The device remains in service. No adverse patient effects reported.